Event description:
It has been reported to philips that the system switched off and did not turn on. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that the mcb (miniature circuit breaker) was getting tripped due to the residual current device (rcd). The rcd circuit was bypassed and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system automatically switched off. Analysis of system log file does not show any errors related to the reported issue. Upon troubleshooting, fse found that the mccb got tripped due to under voltage detected by the rcd (residual current device) circuit and earthing problem in customer site. Customer resolved the earthing issue and fse bypassed the rcd circuit. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.